Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood/hemolysis: the was not established due insufficient clinical details and no product or data logs were returned. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause was not established due insufficient clinical details and no product was returned. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 78-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e. During support, the clinical team felt the patient may be experiencing hemolysis based on red-tinged effluent observed from continuous renal replacement therapy (crrt). Potential causes of hemolysis in the setting of impella support were discussed with the care team, and options to troubleshoot, including evaluation and possible repositioning of the device, were being considered with plans to correct. At 1.30am the next day, the patient experienced a cardiac arrest and expired. The hemolysis with subsequent clinical deterioration is most plausibly attributable to the patient¿s underlying critical illness and profound cardiogenic shock, reflecting patient-specific and hemodynamic factors associated with ami/cgs and possibly device position. Hemolysis is a known risk in patients receiving mechanical circulatory support as described in the instructions for use. The death is most likely related to the severity of the patient¿s underlying cardiac condition and hemodynamic collapse as they presented in shock stage e.